Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in backup vvi mode. A device restoration was performed successfully. Patient was feeling dizziness, but she felt immediately better once the device was restored. The patient will continue with regular follow-up.